Event description:
The customer alleged that she performed a control test using her contour system and received a result of 189 mg/dl. The normal control range was 106-148 mg/dl. No adverse events were alleged. The call was disconnected while customer service was attempting to gather additional information. No product will be returned.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date or 510k number without the meter information.